Manufacturer narrative:
Batch review performed on 19 december 2022. Lot 165721: (B)(4) items manufactured and released on 10-nov-2016. Expiration date: 2021-oct-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting instability due to laxity. About 5 years and 5 months after the primary surgery, the surgeon revised the 10mm poly with a 14mm poly and the surgery was completed successfully.